Event description:
In 2008, the pt was implanted with gore excluder aaa endoprosthesis for treatment of an abdominal aortic aneurysm. The pt tolerated the procedure. The following month, a follow-up computed tomography (CT) scan showed infolding of the trunk-ipsilateral leg component within the right common iliac. In 2009, the pt presented with severe leg pain, and underwent a reintervention to correct the infolding. A bare metal stent was implanted in the right common iliac within the trunk-ipsilateral leg component. The pt tolerated the procedure and is doing fine. Post operative images were received, and an imaging eval was performed by gore imaging services.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all release specifications. In the gore excluder aaa endoprosthesis instructions for use (IFU) under pt section and treatment, it states: irregular calcium and/or plaque may compromise the fixation and sealing of the implantation sites. The trunk-ipsilateral leg endoprosthesis sizing guide shows the intended aortic vessel diameter for this device to be 22-23mm.